Manufacturer narrative:
In this case, the customer service engineer (cse) re-installed the software on the site to resolve the issue. The logs files were not collected before the installation; therefore, an investigation could not be performed. A search was performed on the previous service tickets and complaints from the site and no other issues related to this event were found. This was likely a one-off software problem. Reference# (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case, the user stated that when a patient was on the table for an unknown exam, the system did not start. The patient was sedated at the time. The exam could not be performed and the patient was given another date. There were no reports of patient injury.